Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Results of further investigation: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(4) was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30020773 is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for gel breast implants for the period of (B)(6) 2018 through (B)(6) 2020, was noted an outlier in (B)(6) 2018. An additional analysis was performed to determine any pattern or any similarities relation between pr¿s involved. It was found that some sealers and sterilizer were involved in more than one occasion, however, calibrations, maintenance and validations of the equipment involved in more than one occasion were reviewed and it was determined that they were performed on time and met specifications. In addition, all the records involved in this month were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time. The event of infection (unknown onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: silicone breast implant in left breast has again burst. Patient knows this because they have had pain in their arm pit and along the left breast. The shape has also changed. When patient had this left breast implanted in 2014, patient had a severe infection where they needed IV antibiotics and when it was draining there was mucus that came out and they had a fever and malaise. Patient also says they knows this most recent breast implant is the one that was recalled.

Event description:
Patient reported the "left breast has again burst", "they have had pain in their arm pit and along the left breast", "the shape has changed", and "patient had a severe infection where they needed IV antibiotics and when it was draining there was mucus that came out and they had a fever." Additionally reported "malaise" which is considered not device related. Device remains implanted.